Event description:
It was reported to minimed that the customer alleged the screen of the insulin pump was frozen, pump not accepting batteries, replace battery now alarm, and crack on battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm without receiving a low battery warning first. The damage did not affect the pump's functionality. Customer confirmed no damage to retainer ring. This was the first occurrence. Battery cap is not damaged. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Blank display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, cracked case (battery tube), label damage (serial number worn down). The p-cap/reservoir does lock properly. Confirmed frozen screen/blank display after battery installation due to severely corroded pcb1 board and pcb2 board. Confirmed cracked case (battery tube). However, unable to test for failed battery test and unexpected battery loss due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.